Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye 15 years ago. The lens was explanted with subsequent femtosecond cataract surgery. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.